Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the gauge needle did not elevate. The 75% target lesion was located in a moderately tortuous right coronary artery (rca). A 26 advantage balloon catheter inflation device was selected for use. During the procedure, after the device was setup, it was noted that the meter gauge did not elevate when the pressure level was increased. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.